Manufacturer narrative:
Update to g4: PMA/510(k) number added. Update to h10: false negatives were generated via poor amplification potential associated with the omicron pellet used in this build. Root cause for both failure modes is determined to be the pellet. Further root cause analysis did not provide additional information aside from the observation that the pellet lot used in this build contributed to poor amplification. This issue was not observed with other pellet lots and is believed to be an isolated incident. No further investigation is required. Correction to b3: date of event corrected to 24-jan-2022. Correction to b5: event description updated to include reference to alternate cases. Explanation for h3: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis.

Event description:
Customer reports ten false negative results for ten patients when testing with the cue covid-19 test for home and over the counter (otc) use. This report is to document the false negative result for individual 1. See related cases for alternate false negative results.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. Complaint history was reviewed and there was one (1) previous similar complaint against involved lot. The lhr was reviewed and the lot numbers in the complaint passed qc release. Technical operations reproduced false negative with donor samples. Root cause for the false negative result is determined to be the pellet.

Event description:
Customer reported receiving a false negative test result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 16594j, reader sn: (B)(4). The customer received positive result using abbott ID now test during the same time frame. Customer did not provide additional information. This manufacturer's report addresses false negative test result 1 of 10.